Event description:
It was reported that the device was not pacing, could not be interrogated, and did not respond to a magnet. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was not pacing, could not be interrogated, and did not respond to a magnet. It was reported the patient had endocarditis. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.